Manufacturer narrative:
Batch review performed on 11-nov-2019: lot 140222: 30 items manufactured and released on 08-apr-2014. Expiration date: 28/02/2019. No anomalies found related to the problem. To date, 24 items of the same lot have been already sold without any other similar reported event. Additional device involved: batch review performed on 11-nov-2019: gmk-primary 02.07.0317psf tibial insert ps fixed size 3/17mm (k090988) lot 114227: 30 items manufactured and released on 19-feb-2012. Expiration date: 31-dec-2016. No anomalies found related to the problem. To date, 18 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection 4 years and 5 months after the primary, the pathogen is unknown. The surgeon performed a washout and poly-swap on the patient's left and right knee and the surgery was completed successfully.